Event description:
The resident surgeon had strike through on hands and arms wearing kc gown.

Manufacturer narrative:
Investigation findings: the qfi report was reviewed to obtain the sales and similar complaint info. Deroyal has sold (B)(4) cases of the finished good from 2012 to 2014. There have been no similar issues for the finished good reported. The issue reported is in reference to strikethrough occurring on a gown. The bom was reviewed and it was identified that two gowns are present within the pack: 5-19323- surgical gown x-large impervious standard microcool and 5-12564- surgical gown x-large ultra standard non-reinforced. It is currently unk as to which gown the resident surgeon was wearing. Add'l info has been requested from the deroyal sales rep on (B)(6) 2014. No further info is available at this time. Will provide follow ups if info becomes available.